Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the display was blank. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1 date of submission 07/21/2016 device evaluation: the pump has been returned and evaluated by product analysis on 07/01/2016 with the following findings: during a review of the black box data, a cs 054 alarm was observed, which may cause the display to be blank for several seconds. The display was not blank during testing. The complaint could not be duplicated. Unrelated to the complaint, a display lens leak was found. Evidence of moisture was found inside the pump; on the boards, display, and motor flex connector. Additionally, the returned battery cap had stripped threads and was unable to secure on to the pump. A test cap was used for investigation.